Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on september 17, 2025. The component was identified as product code vcp359h. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was vcp359h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was the needle piece retrieved during the same procedure? - was there any additional tissue damage as a result of searching for the needle piece? --contacted with the sales rep today via phone, please refer to the additional event information mentioned on note(a-13849227), other information requested is unknown. The following information was reported: after investigation, the patient underwent laparoscopic myomectomy on (B)(6) 2025. The surgeon used the suture (vcp359h) for suturing the wound of myoma (the specific suturing method was unknown) during surgery. During the suturing, the needle tip broke (the specific length of the broken needle tip was unknown). The surgeon immediately gave the patient the x-ray examination to assist in finding the broken needle tip and found it. After removal, the integrity of the needle was checked. After it was confirmed that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged surgery time (specific prolongation time was unknown), and no subsequent adverse event report was received. H3 investigational summary: the product was returned to ethicon for evaluation. Forty-eight representative unopened samples were received for analysis. Upon initial inspection of the samples, no external damage was observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. To support this assessment, three photographs were provided, visually documenting two needle sutures, with one of the needles missing its tip. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2025 and suture was used. It was reported that the needle tip broke during sewing in the myomectomy. The broken tip was retrieved finally with help of x-ray. It's uncertain how long the procedure was prolonged. Now the patient is stable. There were no patient consequences reported. Additional information was requested.